Event description:
It was reported the patient presented after having a magnetic resonance imaging (MRI) scan and the patient's rhythm changed. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode with tachycardia therapies disabled after an off-label use in an MRI. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. The reset was determined to be caused by off-label use with a magnetic resonance imaging (MRI). Telemetry, impedance, sensing, pacing, and high voltage output functions were normal with no anomalies found after device reset.